Event description:
Covidien field service engineer (fse) reports finding during a preventative maintenance that fluoro exceeds 10 r per min.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.